Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There was blood/body fluid noted in the lead luman, and the lead tip was bent near the terminal pin. The initial allegations of lv dislodgment were not confirmed through analysis. Electrically, this lv lead was found to be within specifications.

Manufacturer narrative:
This lv lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged while the physician attempted to implant it. The decision was made to not use this lv lead because firm stability of the lv lead could not be established. There were no adverse patient effects reported.